Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely calcified left anterior descending artery, which had a 90 degree angle. After pre-dilation, a 3.0x28mm promus element was advanced for treatment but could not cross the lesion. Upon withdrawal, the physician noted that a stent strut had lifted. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Upn- search / upn fields corrected from h7493911328300 to h7493911328250. Catalog/model # corrected from 39113-2830 to 39113-2825. Device lot number corrected from 14362124 to 14310637. Device expiration date corrected from 06-oct-2012 to 11-sep-2012. Device manufactured date corrected from 26-may-2011 to 07-may-2011. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Strut rows in the middle section of the stent were raised and misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely calcified left anterior descending artery, which had a 90 degree angle. After pre-dilation, a 3.0x28mm promus element was advanced for treatment but could not cross the lesion. Upon withdrawal, the physician noted that a stent strut had lifted. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.